Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510k number will not be provided in the MDR as the product code is unknown.

Manufacturer narrative:
(B)(4). The 510k number as it is known, and so is brand and device name. The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a check supply line (csl) alarm, which occurred on the homechoice (hc) during use, during fill 10 of 10. The registered nurse (rn) stated the hc ran short on solution and she added another bag to the hc and it alarmed csl. The baxter technical service representative (tsr) performed trouble shooting and discovered that the rn had disconnected a bag and reconnected a new bag to the line because the hc ran short on solution. The tsr assisted the rn with ending the therapy and getting the therapy readings. The tsr explained how to add a bag to the hc if the hc runs short on solution. The tsr assisted in ending the therapy and getting the set out. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 2011 in regards to a check supply line alarm and the patient was able to resume therapy after starting over with new supplies. It was due to user error on her part, but she said the baxter technical service representative (tsr) walked her through all the steps to end therapy and start over in fill 10 of 10. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.